Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after the system was registered with the patient, the screws shifted. It was reported that the left side was medial, the right side was lateral, and only 2 screws on the left out of 8 screws were placed correctly. After rescanning and re-registering patient, and going to the same trajectory, the first trajectory went to the same placement. The surgeon then switched to scan and plan with no further alleged inaccuracies. There was no impact to patient's outcome and surgical delay was less than one-hour. Additional information was received. It was reported that trajectories were deviated between 3.5 millimeters (mm) and 10 mm. Additional information was received. It was reported that the account believed it was due to a possible shift and the system had been used successfully since.

Manufacturer narrative:
H3, h6: a clinical analysis was performed. In summary, the probable cause of the reported event was a platform shift. Based on the intra-op images, it appeared that all the trajectories shifted, which was inconsistent with the statement that only 2 out of 8 were accurate. The left trajectories shifted medially, while the right trajectories shifted laterally. However, t12 seemed to align fairly closely with the planned trajectory but still followed the medial-lateral deviation, but within the pedicle. Additionally, it was reported that a schanz screw with a bone mount bridge was used on the right posterior superior iliac spine (psis). The use of the schanz screw for t11 and t12 falls outside the labeled indication, which means it could not be controlled for potential movement or instability. Since t11 left was the first trajectory to be executed, the platform stability was compromised from the start and carried on to the next trajectories. It seemed that the screw plans were slightly adjusted to compensate for the platform shift, therefore, the probable cause of the reported event was a platform shift. Additional information to confirm the provided details was not received. Previously reported codes, d15 is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.